Event description:
Inaccurate low readings. In blood glucose tests, customer received readings of 99 (meter) and 250mg/dl (lab) within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be cliniically significant. There was no report of death, serious injury or mistreatment associated with this event.